Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, no radiofrequency (rf) telemetry was observed on the device. The rf telemetry is anticipated to be restored at the patient's next in clinic follow-up. The patient was in stable condition and will continue to be monitored.